Event description:
It was reported that the insulin pump displayed a different fill estimate than expected, varying between 110-120 units, while the caller anticipated 240 units. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by reloading the same cartridge and was advised by technical support to call back for troubleshooting if the issue reoccurs.